Event description:
The customer reported the problem of audio error. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
The customer reported the problem of audio error. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.